Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system lost phacoemulsification power during surgery.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer reporting that there was no suction during phacoemulsification. The console was switched out to complete the case. There was no patient harm.